Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period ( feb 2020 through jan 2021 ) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. The stm was able to verify in the logs but was not able to duplicate the alarm. The stm performed functional and safety tests and all passed per factory specifications. The iabp was returned to the customer and cleared for clinical use. The full name of the initial reporter was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that during use on a patient, the gas loss alarm was activated in the cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to the patient and no adverse event was reported